Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for spinal pain. The hcp requested MRI guidelines. It was noted that the MRI was not due to a problem related to the patient¿s device or therapy. However, it was noted that the patient indicated the device is not working. The hcp stated that the patient¿s MRI is of their lumbar spine. The hcp had no further information. No further complications or patient symptoms were reported.